Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the foot was unable to close and the device became stuck in the patient. A surgical cutdown was performed to remove the device. The sheath was upsized to a large bore sheath and the tavr procedure was completed. Hemostasis was achieved via surgery. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information a cause for difficult to open or close the foot and entrapment of device cannot be determined. The cause of the subsequent treatment is related to circumstances of the procedure. Factors for difficult to open or close the foot leading to entrapment of the device include but are not limited to; tissue or suture caught in foot, aggressive user technique, excessive torque or force, interactions with patient anatomy, and or failure to maintain 45 degree angle during deployment. The reported patient effect of surgical intervention is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.